Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The customer's blood glucose level was 56 mg/dl at the time of the incident. The customer was assisted with rewinding the device and reprogramed a fixed prime. However, the screen turned off when going into the bolus screen. The customer was assisted with the issue but the blank display was not resolved. The customer was sent new batteries to resolve the issue.